Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called because they were experiencing elevated blood glucose levels. The agent advised completing a site change, and the patient stated they would replace their supplies and call back with an update. The agent offered to initiate a follow-up call, but the patient preferred to reach out on their own. In the blood glucose questionnaire, the patient confirmed that their glucose levels were affected, with a highest reading of 272 mg/dl. The elevated levels had persisted for approximately four hours. The patient did not use any back-up therapy, did not perform ketone testing, had not received steroid injections, and did not require medical intervention or other assistance. No immediate health effects were reported. During follow-up, it was found that the previous cannula was bent. After the supply change, the patient¿s blood glucose levels were trending downward. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.